Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ready for use indicator show a red x. There was no report of patient involvement.